Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event to 61 mg/dl after breakfast when the meal was not announced; the caregiver treated with oral glucose tablets, waited for glucose to return to range, then announced and provided the meal, with no reported symptoms before or during the event. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no described long-term impact or sequelae. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device-related findings and no device component implicated, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.